Manufacturer narrative:
One device was returned for repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual inspection found the device to be in used condition, tamper seal was missing, had been decontaminated, keypad/overlay was not in the recess area on the top left corner, and the downstream occlusion (dso) seal was cracked. The wireless communication module 2131 was in good condition. A review of the event log found multiple "battery depleted and ncm rechargeable battery state depleted" depleted alarms. The "ncm rechargeable battery state depleted" occurred after the battery had depleted on the wireless module. The alarms were normal. The customer¿s reported problem was not confirmed by functional testing. As the device passed all the functional tests, analysis was unable to determine the cause of the reported problem. The investigation determined the dso seal was damaged. The dso seal was replaced.

Event description:
It was reported that device had a bad battery. Per reporter, the issue was either the battery or power source, and the event occurred during startup. There was no delay in therapy and no physical damage reported. There was no patient involvement. Analysis of the device found that the downstream occlusion (dso) seal was cracked/torn.